Event description:
On (B)(6) 201, the catheter was placed with the cut-off stylet inside. The doctor injected saline, aspirated blood, and confirmed there was no resistance. On the same day, when drug solution was infused in the ward, resistance was felt and infusing was given up. On (B)(6), when the catheter was removed from the patient's body, the stylet was found inside the catheter.

Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.